Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported with the use of an abbott diabetes care (adc) device. A customer reported receiving a higher glucose sensor scan reading of 333 mg/dl compared to a reading of 122 mg/dl obtained on a competitor brand meter. The customer noted a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dl per minute). The length of sensor wear was for 11 days. The results/comparison readings when plotted on a parkes error grid fall into the c zone, showing the difference in values to be clinically significant. As a result, the customer experienced symptoms described as chills and feeling unwell. The customer was provided with an insulin injection (dose/type unspecified) and glucose for treatment by a non-healthcare professional. There was no report of death or permanent injury associated with this event.